Event description:
The consumer reported that the patient had no symptom control when running since about 2 months ago. Stimulation was controlling all of the patient's symptoms, except when they were running. Stimulation worked, except for running and the patient ran every morning. The patient increased stimulation to try to cover the symptoms when running, but this was uncomfortable. Therapy was confirmed to be on. No trauma or falls could be related to the issue and the uncomfortable stimulation was not related to positional movement. Decreasing the amplitude did not resolve the uncomfortable sensation. The patient was able to use the programmer and was currently on program 1 at 4.6v. The patient decreased to 4.1v, which was comfortable sitting and standing. On (B)(6) 2016, the patient wanted to know about changing the program. Stimulation had worked on and off for the last couple of weeks. The patient would relieve themselves before running and then when they ran they had pellets. The patient switched to program1 at 1.9v. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.